Manufacturer narrative:
Product complaint # (B)(4). Initial reporter was patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient contact warsaw chu indicating her right knee was implanted on (B)(6) 2012. It began "falling apart" in 2016. She underwent a revision for loosening on (B)(6) 2018 for loosening. Unknown what implant was loose or interface at this time. No information provided on part/lot information, but indicated attune. Doi: (B)(6) 2012; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4).